Manufacturer narrative:
(B)(6). The event was reported to have occurred on an unreported date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, solution was observed to be leaking between the spike connector from the substitution line and the solution bag of a prismaflex set. The spike was changed and upon starting treatment, the filter emitted a large amount of air. The patient was immediately disconnected and the set was changed and treatment was completed with no further complications. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed an extremity of the vented spike on the replacement line was broken. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.